Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of a patient sample with seraclone anti-c. In the patient sample an anti-c was identified. Because of this identified antibody, a rh-antigen determination was performed on the patient sample. The patient sample yielded a weak positive reaction with seraclone anti-c, whereas the anti-c reagent of a competitor yielded a negative reaction. Dat and auto control were also negative. The customer did return the patient sample that had caused the false positive test result for investigational testing but none of the supposedly defective product was returned. Therefore the patient sample was tested with our qc lab's retained sample of the reported lot and yielded a negative test result. Further testing with a comparable lot of seraclone anti-c also yielded a negative result. The tests were performed at 5 minutes rt and 15 minutes 37 degress c. All reactions were unambiguously negative. The retained seraclone anti-c sample was tested with different c positive and c negative red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. The minimum titer was exceeded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false positive reaction of a patient sample with seraclone anti-c. In the patient sample an anti-c was identified. Because of this identified antibody, a rh-antigen determination was performed on the patient sample. The patient sample yielded a weak positive reaction with seraclone anti-c, whereas the anti-c reagent of a competitor yielded a negative reaction. The customer announced to send the patient sample as well as the supposedly defective product for investigational testing. We are still waiting for them.